Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room for near syncope and sustained ventricular pauses. Upon interrogation, the right ventricular lead exhibited loss of capture. Multiple episodes of noise were noted. Physician suspected insulation breach. Patient experienced asystole event with slightest physical movement. Physician elected to deactivate the whole system on the left side. A new system was implanted on the right side on (B)(6) 2019. The patient was stable.